Event description:
It was reported that the catheter was inserted and inflated, however when the staff attempted to remove the catheter; the balloon would not deflate. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. The visual evaluation found that the catheter was cut at the shaft area. Only the upper part of the catheter was received without the valve and cap. Based on the evaluation, the sample was classified as poor sample condition and several tests could not be carried out to determine the root cause of the problem. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was inserted and inflated, however when the staff attempted to remove the catheter; the balloon would not deflate. No medical intervention was reported.